Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 04-mar-2014. The most recent information was received on 02-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)"), device dislocation ("migration of the essure micro-inserts") and device breakage ("one of the essure micro-inserts had broken") in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin) since 1997, hydrochlorothiazide since 1997 and tocopherol (vitamin e). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2009, the patient experienced weight fluctuation ("weight gain/weight loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced blood pressure increased ("increased bp/ high blood pressure"), the first episode of arthralgia ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), heart rate increased ("elevated pulse/heart rate"), dyspnoea ("shortness of breath"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), the second episode of arthralgia ("right knee pain") and vaginal prolapse ("vault prolapse"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with ibuprofen (motrin), vitamin d nos, surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, hypersensitivity, menorrhagia, costochondritis, vaginal haemorrhage, urinary incontinence, pelvic pain, weight fluctuation, allergy to metals, abdominal pain, uterine pain, pain of skin and the last episode of arthralgia outcome was unknown and the device dislocation, device breakage, blood pressure increased, fatigue, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased and dyspnoea was resolving. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, heart rate increased, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, urinary incontinence, uterine pain, vaginal haemorrhage, vaginal prolapse, weight fluctuation, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in (B)(6) 2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: one of the essure micro-inserts had broken then migration of the essure micro-inserts on an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis. Fallopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confirmed in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Abnormal vaginal bleeding, bladder or urinary problems or changes/urinary incontinence treatment/urinary, pain/pelvic pain, weight gain, weight loss, nickel allergy, abdominal pain, uterine pain, skin pain, right knee pain, did not undergo essure confirmation test,vault prolapse,essure causing imbedded in uterus, an area of coil perforation was seen were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034075) on 04-mar-2014. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure micro-inserts had broken'), fallopian tube perforation ('essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)'), device dislocation ('migration of the essure micro-inserts') and salpingitis ('fallopian tube inflammation') in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin), atenolol (tenormin) since 1997, fexofenadine hydrochloride (allegra), hydrochlorothiazide since 1997 and vitamin e nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient was found to have blood pressure increased ("increased bp/ high blood pressure") and experienced menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary"), pelvic pain ("pain/pelvic pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/weight loss : gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), joint pain ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), dyspnoea ("shortness of breath"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), knee pain ("right knee pain"), vaginal prolapse ("vault prolapse"), malaise ("I was sick for 6 years"), fibrosis ("fibrosis") and blepharospasm ("eyelid twitching") and was found to have heart rate increased ("elevated pulse/heart rate"). The patient was treated with vitamin d nos, and surgery (hysterectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, blood pressure increased, menorrhagia, fatigue, joint pain, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased, dyspnoea, vaginal haemorrhage, pelvic pain and urinary tract infection was resolving and the fallopian tube perforation, salpingitis, hypersensitivity, costochondritis, urinary incontinence, weight increased, allergy to metals, abdominal pain, uterine pain, pain of skin, knee pain, fibrosis and blepharospasm outcome was unknown. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blepharospasm, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, fibrosis, heart rate increased, joint pain, malaise, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, salpingitis, urinary incontinence, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal prolapse, weight increased and knee pain to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in (B)(6) 2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: results: one of the essure micro-inserts had broken; in 2013: results: migration of the essure micro-inserts. On an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis. Fallopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confirmed in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Lot number: 627437, manufacturing date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event eyelid twitching added. Reporter details added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 04-mar-2014. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)"), device dislocation ("migration of the essure micro-inserts") and device breakage ("one of the essure micro-inserts had broken") in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin) since 1997, hydrochlorothiazide since 1997 and tocopherol (vitamin e). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2009, the patient experienced weight fluctuation ("weight gain/weight loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced blood pressure increased ("increased bp/ high blood pressure"), the first episode of arthralgia ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), heart rate increased ("elevated pulse/heart rate"), dyspnoea ("shortness of breath"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), the second episode of arthralgia ("right knee pain") and vaginal prolapse ("vault prolapse"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with ibuprofen (motrin), vitamin d nos, surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, hypersensitivity, menorrhagia, costochondritis, vaginal haemorrhage, urinary incontinence, pelvic pain, weight fluctuation, allergy to metals, abdominal pain, uterine pain, pain of skin and the last episode of arthralgia outcome was unknown and the device dislocation, device breakage, blood pressure increased, fatigue, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased and dyspnoea was resolving. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, heart rate increased, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, urinary incontinence, uterine pain, vaginal haemorrhage, vaginal prolapse, weight fluctuation, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in (B)(6) 2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: one of the essure micro-inserts had broken then migration of the essure micro-inserts on an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis. Fallopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confirmed in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5034075) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)"), device dislocation ("migration of the essure micro-inserts") and device breakage ("one of the essure micro-inserts had broken") in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin), atenolol (tenormin) since 1997, fexofenadine (allegra), hydrochlorothiazide since 1997 and tocopherol (vitamin e). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced blood pressure increased ("increased bp/ high blood pressure"), menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary"), pelvic pain ("pain/pelvic pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6)2009, the patient experienced weight increased ("weight gain/weight loss : gain"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced the first episode of arthralgia ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), heart rate increased ("elevated pulse/heart rate"), dyspnoea ("shortness of breath"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), the second episode of arthralgia ("right knee pain") and vaginal prolapse ("vault prolapse"). The patient was treated with ibuprofen (motrin), vitamin d nos, surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, hypersensitivity, costochondritis, urinary incontinence, weight increased, allergy to metals, abdominal pain, uterine pain, pain of skin and the last episode of arthralgia outcome was unknown and the device dislocation, device breakage, blood pressure increased, menorrhagia, fatigue, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased, dyspnoea, vaginal haemorrhage, pelvic pain and urinary tract infection was resolving. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, heart rate increased, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, urinary incontinence, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal prolapse, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in (B)(6) 2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: one of the essure micro-inserts had broken then migration of the essure micro-inserts on an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis. Fallopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confirmed in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: event "infection (bladder/ urinary tract/vaginal) type: urinary", concomitant drug added, previously reported event "weight gain/weight loss" pt change to "weight increased", events- "pain/pelvic pain, heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia), abnormal vaginal bleeding, infection (bladder/ urinary tract/vaginal) type: urinary " outcome updated to "recovering / resolving", from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034075) on 04-mar-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)'), device dislocation ('migration of the essure micro-inserts'), device breakage ('one of the essure micro-inserts had broken') and salpingitis ('fallopian tube inflammation') in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin), atenolol (tenormin) since 1997, fexofenadine hydrochloride (allegra), hydrochlorothiazide since 1997 and vitamin e nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient was found to have blood pressure increased ("increased bp/ high blood pressure") and experienced menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary"), pelvic pain ("pain/pelvic pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/weight loss : gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), joint pain ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), dyspnoea ("shortness of breath"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), knee pain ("right knee pain"), vaginal prolapse ("vault prolapse"), malaise ("I was sick for 6 years") and fibrosis ("fibrosis") and was found to have heart rate increased ("elevated pulse/heart rate"). The patient was treated with vitamin d nos, and surgery (hysterectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, salpingitis, hypersensitivity, costochondritis, urinary incontinence, weight increased, allergy to metals, abdominal pain, uterine pain, pain of skin, knee pain and fibrosis outcome was unknown and the device dislocation, device breakage, blood pressure increased, menorrhagia, fatigue, joint pain, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased, dyspnoea, vaginal haemorrhage, pelvic pain and urinary tract infection was resolving. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, fibrosis, heart rate increased, joint pain, malaise, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, salpingitis, urinary incontinence, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal prolapse, weight increased and knee pain to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in apr-2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: results: one of the essure micro-inserts had broken; in 2013: results: migration of the essure micro-inserts. On an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis.fllopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confimred in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event I was sick for 6 years was added. Fu 6 & 7 processed together. On 23-mar-2020: event salphingitis & fibrosis were added.reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)'), device dislocation ('migration of the essure micro-inserts'), device breakage ('one of the essure micro-inserts had broken') and salpingitis ('fallopian tube inflammation') in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin), atenolol (tenormin) since 1997, fexofenadine hydrochloride (allegra), hydrochlorothiazide since 1997 and vitamin e nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient was found to have blood pressure increased ("increased bp/ high blood pressure") and experienced menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary"), pelvic pain ("pain/pelvic pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/weight loss : gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), joint pain ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), dyspnoea ("shortness of breath"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), knee pain ("right knee pain"), vaginal prolapse ("vault prolapse"), malaise ("I was sick for 6 years") and fibrosis ("fibrosis") and was found to have heart rate increased ("elevated pulse/heart rate"). The patient was treated with vitamin d nos, and surgery (hysterectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, salpingitis, hypersensitivity, costochondritis, urinary incontinence, weight increased, allergy to metals, abdominal pain, uterine pain, pain of skin, knee pain and fibrosis outcome was unknown and the device dislocation, device breakage, blood pressure increased, menorrhagia, fatigue, joint pain, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased, dyspnoea, vaginal haemorrhage, pelvic pain and urinary tract infection was resolving. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, fibrosis, heart rate increased, joint pain, malaise, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, salpingitis, urinary incontinence, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal prolapse, weight increased and knee pain to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in (B)(6) 2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: results: one of the essure micro-inserts had broken; in 2013: results: migration of the essure micro-inserts. On an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis.fllopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confimred in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Lot number: 627437 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034075) on 04-mar-2014. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure causing bleeding imbedded in uterus/an area of coil perforation was seen (per mr)'), device dislocation ('migration of the essure micro-inserts'), device breakage ('one of the essure micro-inserts had broken') and salpingitis ('fallopian tube inflammation') in a 43-year-old female patient who had essure (batch no. 627437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Concurrent conditions included obesity. Concomitant products included atenolol (tenormin), atenolol (tenormin) since 1997, fexofenadine hydrochloride (allegra), hydrochlorothiazide since 1997 and vitamin e nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("feelings of exhaustion/ fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient was found to have blood pressure increased ("increased bp/ high blood pressure") and experienced menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary incontinence ("bladder or urinary problems or changes/urinary incontinence treatment/urinary"), pelvic pain ("pain/pelvic pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/weight loss : gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions/allergies (unspecified)/allergic or hypersensitivity reaction"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), joint pain ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), migraine ("migraines"), dyspnoea ("shortness of breath"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), pain of skin ("skin pain"), knee pain ("right knee pain"), vaginal prolapse ("vault prolapse"), malaise ("I was sick for 6 years") and fibrosis ("fibrosis") and was found to have heart rate increased ("elevated pulse/heart rate"). The patient was treated with vitamin d nos, and surgery (hysterectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, salpingitis, hypersensitivity, costochondritis, urinary incontinence, weight increased, allergy to metals, abdominal pain, uterine pain, pain of skin, knee pain and fibrosis outcome was unknown and the device dislocation, device breakage, blood pressure increased, menorrhagia, fatigue, joint pain, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased, dyspnoea, vaginal haemorrhage, pelvic pain and urinary tract infection was resolving. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fallopian tube perforation, fatigue, fibrosis, heart rate increased, joint pain, malaise, menorrhagia, menstrual disorder, migraine, myalgia, pain of skin, pelvic pain, pruritus, rash, salpingitis, urinary incontinence, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal prolapse, weight increased and knee pain to be related to essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in apr-2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - in 2013: results: one of the essure micro-inserts had broken; in 2013: results: migration of the essure micro-inserts. On an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. On (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy:- myometrium- leiomyomas and adenomyosis.fllopian tube- lumen with mild chronic inflammation and fibrosis; otherwise no significant pathologic change. Gross description: the bilateral fallopian tubes are intact without evidence of rupture. Sectioning reveals a coiled essure device which is located within the lumens. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and following ones were confimred in patient¿s medical records: heavy bleeding,irregular bleeding ,pelvic pain, anxious, menorrhagia, elevated blood pressure and nickel allergy. Lot number: 627437, manufacturing date: 2008-06, expiration date: 2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment updated. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure micro-inserts") and device breakage ("one of the essure micro-inserts had broken") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), blood pressure increased ("increased bp/ high blood pressure"), menorrhagia ("heavy bleeding with menses/ prolonged menses/ abnormally heavy menstrual bleeding"), fatigue ("feelings of exhaustion/ fatigue"), arthralgia ("joint pain/ severe joint pain"), chest pain ("chest pains/ chest pain"), costochondritis ("costochondritis"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), myalgia ("severe muscle pain"), rash ("skin rashes"), pruritus ("itching on/of her abdomen, face, arms, legs, and neck"), erythema ("changes in skin color (redness) on her face"), dry skin ("dry skin patches resembling burn marks"), alopecia ("hair loss"), migraine ("migraines"), anxiety ("anxiety"), heart rate increased ("elevated pulse/heart rate") and dyspnoea ("shortness of breath"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2014) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, blood pressure increased, fatigue, arthralgia, chest pain, menstrual disorder, back pain, myalgia, rash, pruritus, erythema, dry skin, alopecia, migraine, anxiety, heart rate increased and dyspnoea was resolving and the hypersensitivity, menorrhagia and costochondritis outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, blood pressure increased, chest pain, device breakage, device dislocation, dry skin, dyspnoea, erythema, fatigue, heart rate increased, menorrhagia, menstrual disorder, migraine, myalgia, pruritus and rash to be related to essure. The reporter provided no causality assessment for costochondritis and hypersensitivity with essure. The reporter commented: despite treatment, patient's symptoms worsened, and in spring of 2013, she had a pelvic ultrasound, the results of which showed migration of the essure micro-inserts. Two weeks later, doctor ordered a second pelvic ultrasound, which showed not only migration, but that one of the essure micro-inserts had broken. As a result, doctor recommended that patient had surgery to remove the essure micro-inserts. Unfortunately, patient's health only declined over the next year. Thus, in (B)(6) 2014, she met with doctor to further discuss having surgery to remove the essure micro-inserts. Accordingly, on (B)(6) 2014, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Postoperatively, doctor advised patient that, during surgery, it was discovered that one of the essure micro-inserts had migrated and subsequently broke into pieces. Since her removal surgery, most of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in 2013: one of the essure micro-inserts had broken then migration of the essure micro-inserts on an unspecified date, patient had increased bp (blood pressure), had stress tests and ultrasounds. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received. Reporter details added, indication for essure was added as permanent birth control, essure start date updated from (B)(6) 2008 and stop date added. Events abnormal menses, severe back pain, severe muscle pain, skin rashes, itching on/of her abdomen, face, arms, legs, and neck, changes in skin color (redness) on her face, dry skin patches resembling burn marks, hair loss, migraines, fatigue, anxiety, high blood pressure, elevated pulse/heart rate, chest pain and shortness of breath, migration of the essure micro-inserts and one of the essure micro-inserts had broken were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.